Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2007, 693565 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pacing impedance and capture thresholds were highly variable. It was noted that the lv threshold increased to high values. The lv lead remains in use. No patient complications have been reported as a result of this event.